Event description:
The autopulse platform sn (B)(4) would not power on with multiple fully charged autopulse li-ion batteries. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.